Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm completed a full system test and pm which passed to factory specifications. The stm suspects that the catheter may have been kinked or not fully seated at once of the connection points. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6) medical center.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss in iab circuit and that the leak could be heard near the connection of the iab to the pump. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.